Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes. Device evaluation: clinical specialist provided information to customer as to what could have caused an arcuate incision to cut the posterior at which clinical reported that there are various factors such as, programming the system incorrectly, patient movement, and/or not carefully observing incision alignments upon catalys procedure. Evaluation was completed. The system is performing to specification. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the arcuate incisions penetrated all they way to posterior cornea. Account asked what would cause an arcuate incision to cut to the posterior as opposed to the 20% uncut area the settings are set to. Account admitted that the patient most definitely moved as did the surgeon. It was reported that there was surgery intervention however, no details were provided. No additional information was provided.